Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty connection of the paddle tray cables. Customer resolution and conclusion: based on the conclusion of the investigation, it was determined that this was a faulty connection of the paddle tray cables. The customer was advised to replace the therapy pca if the device continued to have problems. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was failing the operational check for pads.